Manufacturer narrative:
Concomitant medical product: 5076-58 lead implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure, some migration of the device was suspected. The device was upside down with the header pointing in the direction of the patient's feet. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had high rv coil impedance and the superior vena cava (svc) coil impedance measured as none when connected to the new device. The rv lead pins were removed from the device, cleaned and reconnected to the previous device. The rv lead had high rv coil and svc coil impedances. A fracture was suspected. The rv lead was capped and replaced. It was further reported that a nick in the insulation was noted on the right atrial (ra) lead. The ra lead was repaired and remains in use. No patient complications have been reported as a result of this event.